Event description:
It was reported that a tandem mobi cartridge alarm occurred, specifically during the load process. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge, and they were able to successfully load a new cartridge and resume insulin therapy. The event was documented to have occurred on (B)(6) 2025, as confirmed by technical support.